Event description:
Through implant patient registry it was learned that a 23mm 3300tfx valve in the aortic position, was explanted after an implant duration of 7 years, 11 months due to stenosis. The patient presented with heart failure and sob. The explanted valve was replaced with a 23mm 11500a valve.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Manufacturer narrative:
Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valves hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Manufacturer narrative:
H10: additional manufacturer narrative: h3 summary: report of stenosis was confirmed. X-ray demonstrated heavy calcification on all three leaflets and wireform intact. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflet 1 on the inflow aspect and 4mm on leaflet 3 on the outflow aspect. Host tissue on the stent circumference was minimal at the inflow aspect and moderate at the outflow aspect. Leaflet 3 had a 5mm tear at the cusp. Calcification was evident at the tear. Calcification restricted leaflet mobility and led to stenosis. Most of the sewing ring was cut off around the valve and exposed the wireform and metal band on the inflow aspect, cusp of leaflet 3 was also detached from the wireform. Cut off sewing ring fragment was not returned with valve. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
Through implant patient registry it was learned that a 23mm 3300tfx valve in the aortic position, was explanted after an implant duration of 7 years, 11 months due to stenosis. The patient presented with heart failure and sob. The explanted valve was replaced with a 23mm 11500a valve. Per product evaluation, there was heavy calcification on all three leaflets and moderate host tissue overgrowth. Calcification was evident at the leaflet tear.